Manufacturer narrative:
Further information requested but was not received. He device was returned for evaluation. The device was above the elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within the normal range of operation. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted for an unknown reason. No other information was available.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-01645, as the event did not indicate a malfunction that caused a serious event.